Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose, and she was treated with an insulin drip. The events leading to her admission was cold and flu. Troubleshooting was performed. The customer mentioned that the insulin pump is scratched at the display window. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.